Event description:
According to the reporter, during a face growth removal, the device activated small flame as soon as the button was pressed. It was extinguished by water. Photos was submitted showing drape caught on fire. The patient suffered a mild redness and slight burn to the tip of the nose and the based of the nostrils (2 cm). Daily medication was the treatment done to the patient. The patient had been discharged and is fine.

Manufacturer narrative:
D10 concomitant products: forcetriad force triad energy platform - forcetriad, serial #: (B)(6), unknown pad - unknown pad - lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, d9, d10, g3, h3, h6 d10 concomitant product: e2350h, e2350h edge disposable handswitching; (lot number:242290006r). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a face growth removal, the device activated small flame as soon as the button was pressed. It was extinguished by water. Photos was submitted showing drape caught on fire. One pencil was returned without complaint information. The patient suffered a mild redness and slight burn to the tip of the nose and the based of the nostrils (2cm). Daily medication was the treatment done to the patient. The patient had been discharged and is fine.

Manufacturer narrative:
Additional information: d4 (UDI), d9, g3, h3, h6 correction: d3 (MFR name, street 1, MFR city and MFR region) h3 evaluation summary: medtronic conducted an investigation based upon all information received. Ninety-three representative samples and a photo were available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the device was involved in a fire, resulting in a device-related burn and an operating room fire. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.